Event description:
A malfunction alarm was reported, identified as malfunction code 0, accompanied by a fault ID. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, but the issue persisted. Consequently, technical support arranged for a replacement pump to be sent. The customer was guided to use a backup therapy to maintain insulin delivery and was instructed on returning the malfunctioning pump. The pump is still under warranty, and the customer was informed about using a pre-paid label for the return within ten days.